Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection, functional testing, and an alarm log review were performed. The damaged power supply was identified during testing which led to the battery to be discharged. The cause of the condition was not determined. To correct the condition, the power supply and battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.